Event description:
Patient presented to the physician with a flipped ipg in the pocket and clear fluid drainage from the incision site. Physician brought the patient into the or, repositioned and re-sutured the ipg, irrigated the pocket with antibiotic solution, and closed the incision.